Event description:
Per the surgeon, it was reported that an endo gia stapler was faulty. The device was replaced with a new device of the same type and the procedure was completed as planned with no harm to the patient. The device was returned to the manufacturer directly or by material's management. Manufacturer response for staple, implantable, endo gia ultra (per site reporter). Materials management returned the device to the manufacturer for failure analysis.